Event description:
Update: (B)(6) 2012 - patient fact sheet was received, which identified part/lot information.

Event description:
Litigation alleges that the patient suffers from constant hip pain on account of asr left hip implant. The patient cannot walk long distances due to the pain and feels tired all the time. Litigation further alleges that when the patient sits, he experiences a dull ache in his hip and feels like he is sitting on a baseball. The patient has had mris taken which have revealed fluid collection in the hip. Litigation further alleges that the patient has been injured by excessive levels of chromium and cobalt in his blood as determined from blood tests.

Manufacturer narrative:
Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec'd 04/24/2015 - plaintiff preliminary disclosure form was received, which identified dor information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. The complaint was updated on: 04/29/15.